Event description:
Customer reported cloudy samples show no cells in iq200.

Manufacturer narrative:
It was reported that the iq200 urine microscopy device did not show cells on cloudy specimens. No change in patient management was reported, however, this may lead to false negative cells on urine and body fluids. Field service engineer (fse) found strobe flicker bulb cracked and replaced the bulb and tubing. Fse also found shock mounts cracked and replaced the shock mounts. System was operational.